Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted without difficulty. The needles were deployed and the sutures were captured. The foot was then parked. It was reported that when the physician attempted to retract the device, the device could not be removed. The physician visualized the device under fluoroscopy and discovered that the sheath was in the artery but separated from the guide with a wire holding the two pieces together. The patient was taken to surgery for device removal and repair of the artery with a suture. The surgeon reported that the inner lumen of the artery was clean wihout calcification or disease. The patient was discharged from the hospital on an unspecified date. There are no reports of any adverse patient sequelae.